Event description:
It was reported that there was oversensing and low impedance. The threshold had increased slightly after implant but was currently stable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead, (B)(6) 2012; 419688 implantable pacing lead, (B)(6) 2012.